Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1700205 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The clips were used four times. When the unit was pulled out a piece of the device fell off. All pieces are accounted for. There was no injury to the patient.